Event description:
Reporter indicated that vns pt's device may not be functioning properly. The pt was seen in the hospital emergency room due to a cluster of seizures, at which time the emergency room physician contacted the pt's neurologist. The pt's neurologist reportedly indicated to the emergency room physician that he has had concerns about proper device function for approximately 9 months. It is not known whether the neurologist's concern were regarding an alleged malfunction or approaching end of service. The pt does not believe that the generator is stimulating as often as it is programmed to stimulate. Device diagnostic testing at follow-up visit was within normal limits, indicating proper device function. The elective replacement indicator was no, indicating that the generator had not reached end of service. Neurologist indicated that the pt's overall health condition was not worsening and that the episode of seizure clusters was not related to the vns. Neurologist indicated that stress may have been a contributing factor to the episode of seizure clusters and that the pt has had no further seizures since the cluster episode. Additionally, neurologist indicated that there is concern that the episode was non-epileptic as no seizures were witnessed by medical personnel. The pt has been instructed to continue medications and return for follow-up in three months.